Event description:
Caller reported a cgm error 42, which prompted them to seek assistance. There was no adverse impact on the customer¿s blood glucose level. Technical support provided information for resetting the pump and guided the caller through the process. After the reset, the pump no longer displayed the cgm error code, and the caller successfully started their sensor session.